Event description:
Kiss zh, doig-beyaert k, eliasziw m, tsui j, haffenden a, suchowersky o. The canadian multicentre study of deep brain stimulation for cervical dystonia. Brain. 2007; 130(pt 11): 2879-2886. This article describes a study involving bilateral gpi deep brain stimulation in 10 pts with severe, chronic, medication-resistant cervical dystonia. Neuropyschological changes were seen on some pts. Significant declines were seen in two pts. In one pt this degree of decline was limited to phonemic fluency and in the other pt it was limited to verbal memory. None of these changes were significant enough to impact daily life or work ability.

Manufacturer narrative:
This report is being submitted following an internal audit.